Manufacturer narrative:
The reported complaint of pressure tubing separation could not be confirmed or replicated on the returned samples. Two (2) new same lot sister samples of the 011-0j387-01 transpacs were visually examined and no anomalies were observed. Representative uv bonds were pull tested and all were determined to meet product specifications. Without the return of the used samples the reported complaint could not be confirmed. The device history review for lot number 3947945 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The sample has been received. Testing is not complete.

Event description:
The event involved a transpac with 2 3 way stopcocks, 72" tubing, disposable transducer where the minimum volume tubing, between the transducer and the patient, has come apart. The device was being used in the pediatric intensive care unit on a central venous pressure (cvp) line. Heparinized saline infusion was running at 1ml/hr. The customer reported an unspecified amount of blood loss and loss of cvp monitoring. The device was inspected, and it was found the tubing part of the patient tubing, normally connected to bottom of transducer and extending to the patient, had broken off from the base of the female luer fitting at the transducer end. The customer reported the fault was in the tubing rather than the transducer. Another set was used, and therapy resumed without any problem.